Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
The esg-400 hf-generator was returned to olympus for repair because it is reportedly issuing error e085 and is restarting itself. During the inspection at olympus error e090 was found in the error log several times. There is no indication that the reported error occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems india (omsi) (returned to omsi on 2022/12/04). The evaluation at omsi could not confirm the reported occurrence of error e085 nor find it in the error log. However, error e090 was found in the error log, which can be connected to the reported error e085. However, error could also not be reproduced. Nevertheless, omsi exchange the generator board as a precautionary measure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The inspection at omsi also found several damages and corrosion on the generator's housing and front panel and damages on the motherboard, which can be attributed to use error. However, they are most likely unrelated to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.